Manufacturer narrative:
After further review MFR#2916837-2021-00068 is no longer reportable. This device is for research use only and is not being used for diagnostic testing or patient treatment and is therefore not subject to MDR reporting.

Event description:
It was reported that while using bd facs¿ sample prep assistant waste leaked outside of instrument. There was no reported impact to user. The following information was provided by the initial reporter: wash tower overflowing the fluid leak was not under pressure. Are you using this product for clinical diagnostic test? No were erroneous results reported and used to treat a patient? No was there any injury or potential injury? No leak (if yes explain)? Yes 1. Was the leak contained within the instrument? No 2. Was the leak in a customer accessible location? Yes 3. What was the fluid that leaked? Sheath 4. What is the source of leak -- waste line or non-waste line? Wash tower 5. Was the customer exposed to blood or bodily fluids? No 6. Was there any physical harm to the customer as a result of the leak no

Manufacturer narrative:
Common device name: automated pipetting, diluting and specimen processing workstations for flow cytometric analysis. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd facs¿ sample prep assistant waste leaked outside of instrument. There was no reported impact to user. The following information was provided by the initial reporter: wash tower overflowing the fluid leak was not under pressure. Are you using this product for clinical diagnostic test? No. Were erroneous results reported and used to treat a patient? No. Was there any injury or potential injury? No. Leak (if yes explain)? Yes. Was the leak contained within the instrument? No. Was the leak in a customer accessible location? Yes. What was the fluid that leaked? Sheath. What is the source of leak -- waste line or non-waste line? Wash tower. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak no.